Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the previously implanted 2.25mm stent strut got stuck on the ivus catheter guidewire exit port. After removing the imaging core, a 0.025" guidewire was inserted from behind and attempted to push the ivus catheter but the tip did not move at all. The non-boston scientific (non-bsc) guide extension catheter was advanced to cover the shaft of the ivus catheter but the tip did not move either. After passing a guide wire through the stuck area and advancing the non-bsc microcatheter to a point near the obstruction, it was released. The procedure was completed with a non-boston scientific device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the previously implanted 2.25mm stent strut got stuck on the ivus catheter guidewire exit port. After removing the imaging core, a 0.025" guidewire was inserted from behind and attempted to push the ivus catheter but the tip did not move at all. The non-boston scientific (non-bsc) guide extension catheter was advanced to cover the shaft of the ivus catheter but the tip did not move either. After passing a guide wire through the stuck area and advancing the non-bsc microcatheter to a point near the obstruction, it was released. The procedure was completed with a non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the male telescope was detached, the drive cable was kinked, the sheath was cut, and imaging core windup with a broken drive shaft began 24.2 cm from the distal end of the sheath. Additionally, the imaging window and drive cable were found twisted, and the imaging window was stretched. Microscopic inspection also revealed the guidewire exit port was damaged, but the distal tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The reported catheter stuck in stent was confirmed.